Manufacturer narrative:
Devices remain implanted.

Event description:
It was reported via a medical journal that a (B)(6) year old pd patient underwent bilateral stn dbs implantation. The system was implanted routing post operative CT scan one day post operatively revealed only bilateral pneumocephalus. Fifteen days post operatively, the patient developed right hemiparesis and global aphasia. A CT scan obtained that same day, revealed edema without contrast enhancement along the left lead (maximum diameter 58 mm, figure 2b). Stimulation was switched off. Csf cultures were negative. Dexamethasone was administered, followed by prednisolone. Symptom recovery took 7 days. Edema was still detectable in a follow up CT scan 12 days after symptom onset, and had completely resolved 60 days after onset. No further events were observed during a 1 year follow up period.